Manufacturer narrative:
The reason for this revision surgery was instability and joint looseness after 3 months, 7 days in vivo. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 105 prior complaints against this part number; with 18 of those having the same failure mode of stability, poor joint. This is the second complaint from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Factors which may cause joint instability that are not associated with the implants are; incorrect implant selection, incorrect surgical technique or patient bone deterioration. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient having discomfort and looseness; the surgeon replaced the glenoid and liner

Manufacturer narrative:
If explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). Residual/remaining astigmatism . All pertinent information available to abbott medical optics has been submitted. Placeholder.